Manufacturer narrative:
Corrections: revised 3rd to 4th revision. Devices originally noted for this event were incorrect. Specific device information was provided in the medical records, the additional devices involved are: cat # 540-11-54f; lot # 34082904 trident psl solid back 4mm. Cat # 0580-1-442; lot # g3307127 exeter v40 stem 44mm no2. Cat # 6364-2-136; lot # g4173747; description: v40(tm). Femoral head. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported patient had a 4th revision of left hip due to infection. Doctor took everything out and added a cement spacer.

Event description:
It was reported patient had a 3rd revision of left hip due to infection. Doctor took everything out and added a cement spacer.

Manufacturer narrative:
An event regarding infection involving a trident liner was reported. The event was confirmed. Method & results: -device evaluation and results: could not be performed as no items associated with the event were returned or made available for evaluation. -medical records received and evaluation: a review indicated the infection is predominantly procedure related and not attributed to the reported device. -device history review: records indicate the device was manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for the reported sterile lot or lot ids. Conclusions: the investigation concluded that the reported infection is predominantly procedure related and not attributed to the reported device. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics. If devices and/or additional information become available, this investigation will be reopened. An additional device was added to this report. Catalog: 09390112 lot: l6078 description: exeter 2.5 im plug 12mm.

Event description:
It was reported patient had a 4th revision of left hip due to infection. Doctor took everything out and added a cement spacer.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat # unk_rec; lot # unknown; description: unknown_reconstructive_product stem; cat # unk_rec; lot # unknown; description: unknown_reconstructive_product neck; cat # 6364-2-136; lot # g4173747; description: v40(tm). Femoral head. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Hospital policy.